Manufacturer narrative:
Product analysis: analysis was unable to confirm the customers comment that the external pulse generator (epg) had a broken display. The output connector assembly was broken. Hanger assembly was missing. The hanger o-ring was missing. There was a backlight issue due to the connector on the main printed circuit board (pcb). The upper case was broken. Lower case was broken. The lcd display was bleeding as it was out of specification. The hanger screw was missing. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a broken display. The epg was returned for service. There was no patient involvement.